Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "iab rupture". Additional information received stated "clinical support specialist (css) reported that an iab rupture occurred, blood was noted in tubing. The scrub nurse stated she did not pull a negative prep prior to insertion of the iab. As a result, the iab was removed. There was no report of patient complications, serious injury or death". Patient condition was critical prior to alleged event. Additional information has been requested to the customer, no additional information reported.

Event description:
It was reported "iab rupture". Additional information received stated "clinical support specialist (css) reported that an iab rupture occurred, blood was noted in tubing. The scrub nurse stated she did not pull a negative prep prior to insertion of the iab. As a result, the iab was removed. There was no report of patient complications, serious injury or death". Patient condition was critical prior to alleged event. Additional information has been requested to the customer, no additional information reported.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of iab blood in helium pathway is confirmed. The device was returned for investigation. The serial number recorded on the complaint report matches the serial number on the returned sample. The lot number recorded on the complaint report matches the lot number for the returned sample. Returned for investigation was a 30cc 8.0fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the supplied return kit and was in a sealed bio-hazard bag. Upon return, the distal end of the teflon sheath was noted at approximately 32.3cm from the iabc distal tip; liquid blood was noted within the teflon sheath sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. A bend to the iabc central lumen was noted at approximately 5.7cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. Dried blood was also noted within the helium pathway. Additionally, the fos yellow jacket cabling was noted cut; the total length of the cut fos yellow jacket cabling is approximately 17.5cm. The remaining length of the fos, including fos connector, and cal key were not returned with the sample. According to the event details, the scrub nurse stated, "she did not pull a negative prep prior to insertion of the iab." A failure to prep the iabc according to the instructions for use (IFU) may result in damage to the device. An in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use states: "1. Connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. 2. Remove catheter from tray, keeping it in line with balloon membrane. 3. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal." The bladder thickness was measured at six points with measurements ranging from 0.0053in-0.0061in and was within specification of internal process documents. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to internal quality system document. The fos connection was unable to be tested due to the cut fos cabling. Upon checking the remaining length of the fos fiber, the fiber was confirmed broken approximately 1.6cm from the iabc distal tip. No other fiber breaks were noted. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested accordance with testing methods from manufacturing procedure. A leak was immediately detected from the blad der membrane. Under microscopic inspection, a puncture consistent with damage from the broken fiber was noted approximately 1.7cm from the iabc distal tip which allowed blood to enter the helium pathway. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.8cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 72.1cm from the iabc luer, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken fiber. The root cause of the broken fiber is undetermined. This will be monitored for any developing trends.